Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous follow-up MDR submission, in section b.2 of the 3500a form the "required intervention to prevent permanent impairment/damage" box was checked in error. There was no required intervention reported.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged film in the dish that caused weird odor, device overheating near the humidifier, cough. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The external and internal aspects of the device were evaluated. The device powered on and airflow was confirmed. Upon external / internal examination, winged dead bug found at air input area, unknown white, tan and black contamination, inconsistent with degraded sound abatement foam, at the air input of the blower box. Piece of brown unknown contamination and potential fibers on the side of the inside of enclosure. Light dust-like contamination on the top of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny piece of potential hair of fiber in the bottom of the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the evidence of sound abatement foam degradation, but contamination was observed. Section g4 (combination product) was incorrectly checked in follow-up 1 and 2 reports. Section g2 corrected (incorrectly captured in follow-up 1 and 2 reports). Section b5 was incorrect in initil report and should be reported as: the manufacturer received information alleging film in the dish that caused weird odor, device overheating near the humidifier, cough related to a CPAP device's sound abatement foam.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.